Event description:
Profound and permanent neurological injuries [nervous system disorder]. Myelopathy [myelopathy]. Severe and permanent physical injuries [injury]. Copper depletion, copper deficiency [copper deficiency]. Excess zinc [hyperzincaemia]. Zinc poisoning [metal poisoning]. Case description: an attorney reported that their female client, now age (B)(6), used fixodent denture adhesive, form/version unk, unspecified total daily use as intended to hold dentures that she received approx 20 years ago beginning 1994 through (B)(6) 2013 and reported the following: diagnosed with myelopathy attributed to excess zinc and resulting copper depletion in (B)(6) 2013; profound and permanent neurological injuries; severe and permanent physical injuries which have left her unable to perform her normal, customary and daily activities, zinc poisoning and copper deficiency. Treatment: unspecified medical care and treatment. The case outcome was not recovered/not resolved. Past medical history included: medical history - denture wearer (received dentures approx 20 years ago). No further info was provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter and case concerns long term use of the product.